Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leakage in the groshong catheter at the bifurcation is confirmed, and the cause is determined to be likely use-related. The device returned for evaluation was found in preliminary evaluation to be one groshong 5 fr dual lumen nxt PICC catheter, 55 cm. Visual evaluation found significant printing wear on the extension legs, the 51-56-cm and 37-40-cm depth marks. The catheter terminated at an angle before the black distal plug, although the proximal valve (but not the distal valve) was present on the segment returned. The distal-most section of catheter was missing. Residue was found inside the proximal (red) lumen extension leg, on the bifurcation, and at the distal end inside one of the lumens. Functional evaluation found that the distal (white) lumen could be infused freely. However, when the catheter was pinched during infusion, a leak was found in the bifurcation material, at the proximal end of the wing on the white lumen side of the bifurcation. The leak occurred within what appeared to be a slit approximately following the angle formed by the wing against the bifurcation body. Microscopic observation found the surface of the break to be uneven and not striated. The nature of the break is consistent with a tearing failure mode. This device was implanted for a couple of weeks before the leak was noted; this seems to indicate development of the tear due to applied forces over time. Sharp instrument damage would not account for the damage as observed; however, it is possible that a slight nick could have provided a starting point for the tear. In addition, the securement method used at these securement wings could also have contributed significantly to the propagation of the tear, if the catheter was positioned in such a way that the suture wings were subject to undue forces.

Event description:
It was reported by the facility that drug solution leaked from the whit hub of double lumen catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
It was reported by the facility that drug solution leaked from the whit hub of double lumen catheter.